Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode. The device was not returned for analysis; however, data logs was received. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped communicating/ is inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. Patient does not have therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.